Manufacturer narrative:
Device received with blank display due to moisture damage electronic assembly. Unable to verify button/keypad or functional check due to blank display. (B)(4).

Event description:
Customer reported via phone call that the buttons were unresponsive. Device was alarming and the customer was unable to clear the alarm. Customer's blood glucose was 450 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.